Event description:
Customer had a heart attack. An angiogram was done. An angioseal was used. The device caused blockage of the circulation in the right leg. A balloon was used to open the vessel. The vessel was not well opened. Pt suffers pain in the right leg.